Manufacturer narrative:
Following completion of the proximal anastomsis, the graft was tunneled to a helper incision along the side of the chest wall. A zeppelin tunneling device was used. During this process, a few of the fep rings detached from the outer surface and the graft tore in the area of the detached rings. The torn graft ends were trimmed and re-anastomosed in an end-to-end fashion. The tunneling procedure to the profunda artery was successfully completed. Approximately eleven days while the pt extended his arm overhead to put on his shirt, the grft tore at the graft-to-graft anastomosis. The graft was removed and returned for examination. The sample consisted of 13.7 cm long segment of a 6 mm i.d. Thin walled fep ringed gore-tex stretch vascular graft. Except for 0.8 cm at one end, the entire graft demonstrated firmly adherent rep rings. The non-ringed end appeared to be an anastomosis. Suture pull-outs were evident along the entire graft circumference. The impression of oone fep ring was present on the graft outer surface across some to the suture pull-out sites. Another indentation was evident approximately 3-5 mm from the disrupted edge. Approximately 5 mm beyond this region, a partially cut and partially detached fep ring was observed. The remaining rep rings were firmly attached to the graft outer surface. The outer reinforcement at the disrupted grft end and beneath the partially detached ring was missing. The opposite graft end was squarely cut. The graft outer surface was tan. The graft lumen was clean. The entire sample was submitted for chemical treatment to remove all biological material. Gross examination of the disrupted graft end following removal of all biologial material confirmed a cut edge assoicated with suture pull-out sites, missing outer reinforcement, two detached fep rings and one partially detached and partially cut ring. Test results confirmed that the graft met spcifications for material tensil strength, suture retention strength and ring adhesion strength requirements.

Event description:
During tunneling of the graft for implant as an axillo-femoral bypass, fep rings detached from the graft outer surface and the graft tore near the proximal anastomosis. The torn graft ends were trimmed, and a small graft interposition was placed in an end-to-end fashion. Eleven days postoperatively, while extending the arm overhead, the graft tore. Exploratory surgery reportedly revealed a completely torn graft at the graft-to-graft anastomosis. According to the surgeon, an 8mm diameter tunneling device (zeppelin) was used to tunnel the graft.